Event description:
The customer stated that the provue reported an rh result on a sample as negative, that was later reported as a positive (1+). Incorrect result was reported. Treatment was not altered, initiated, or stopped based upon the reported result. There was no harm to the patient.

Manufacturer narrative:
Upon further review by the doctor's office they contacted (B)(4) to report the discrepancy in rh testing. A review of the batch listing by the customer claimed that the provue should have flagged the rh result back in july as (1+). On (B)(6) 2014, an ocd field engineer (fe) arrived at the customer site and performed the reader camera adjustments per current service cd guidelines. The customer was then able to successfully run qc and accept the repairs. Repairs have returned this instrument to expected operation. The investigation determined that the most likely root cause of this event was instrument related. (B)(4).